Manufacturer narrative:
Manufacturer¿s ref. No: (B)(4). The purpose of this MDR submission is to report that the product analysis lab received the complaint device on 03-oct-2023. A supplemental 3500a report will be submitted once the product investigation has been completed. This is one of 2 products involved with the reported complaint. The associated manufacturer report numbers are: 3008114965-2023-00608 and 3008114965-2023-00609. The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report. Additional information will be submitted within 30 days of receipt.

Manufacturer narrative:
Manufacturer¿s ref. No: (B)(4). The purpose of this MDR submission is to report the investigation finding of the returned device. The complaint device was returned for evaluation and analysis. The investigation finding is documented below. Investigation summary: a non-sterile 4mm x 16mm enterprise 2 vascular reconstruction device was received contained in the decontamination pouch. Visual inspection was performed. The distal tip of the delivery wire was noted to be kinked. Residues of dried saline solution were noted along the entire length of the delivery system. A functional test was performed with a lab-sample microcatheter. The delivery system was flushed and the stent was advanced through the microcatheter until it reached the distal end without noticeable resistance. The distal end of the delivery wire was noticed to be kinked and covered in dried saline residues. Lake region medical performed a review of the device history records relative to the manufacturing, inspection, and packaging of the lot 7773929. The history record indicates this product was final inspection tested at lake region medical and was determined to be acceptable. As part of the cerenovus quality process, all devices are manufactured, inspected, and released to approved specifications. As the functional test was performed without issues, the impeded condition encountered during the procedure could not be confirmed. There may have been other circumstances or issues that occurred during the use of the device that could not be replicated during the analysis; however, the issue regarding the distal end of the enterprise system was confirmed. It is possible that in an effort to overcome this increased resistance reported, excessive force was inadvertently applied that ultimately led to the damaged conditions found in the tip of the delivery wire. There is no indication that the issue reported in the complaint is a result of a defect inherently related to the device. Although no product problem was found , the instructions for use (IFU) does contain the following recommendations: the introducer must be properly engaged with the infusion catheter hub to enable stent introduction into the infusion catheter. Do not apply undue force if resistance is encountered at any point during stent manipulation. Withdraw the unit and advance to a new one. If resistance is felt while recapturing the stent, do not continue to recapture the device. Withdraw the infusion catheter slightly to unsheathe the stent (without exceeding the recapture limit), and then attempt to recapture the stent again. Based on the manufacturing documentation review, there is no indication that the event is related to the device manufacturing process. As part of the post market surveillance program, information from this complaint is trended for statistical signals and corrective / preventive action may be triggered at a later time. Since there was no evidence to suggest the event was related to a manufacturing or design issue, no corrective actions will be taken at this time. This is one of 2 products involved with the reported complaint. The associated manufacturer report numbers are: 3008114965-2023-00608 and 3008114965-2023-00609. The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report. Additional information will be submitted within 30 days of receipt.

Manufacturer narrative:
Manufacturer¿s ref. No: (B)(4). Information regarding patient identifier, date of birth, age, gender, weight, race, and ethnicity were not provided. Section e.1: the initial reporter phone:(B)(6). The initial reporter email address was not available / reported. Section h.3: the device is available to be returned for evaluation and testing. However, it has not been received to date as indicated as ¿other¿ in this section as the reason for non-evaluation. If the device returns, a device investigation will be performed. The product analysis team reviewed the photos included in the complaint. The review is documented below. [Photo review]: three (3) photos of the device were included. It was noted that the stent component remained attached to the delivery system. No damages were able to be observed on the photos. In one of the photos, the delivery wire was noted to be kinked at the distal portion. No other damages were observed on the device. Lake region medical performed a review of the device history records relative to the manufacturing, inspection, and packaging of the lot 7773929. The history record indicates this product was final inspection tested at lake region medical and was determined to be acceptable. As part of the cerenovus quality process, all devices are manufactured, inspected, and released to approved specifications. The reported issues in the complaint were confirmed based on the kinked condition observed on the photo that showed the delivery wire. This is considered secondary to the impeded issue. This investigation was performed based only on the photos provided. If the product is received after this investigation, an assessment will be performed as per the conditions of the device returned. This is one of 2 products involved with the reported complaint. The associated manufacturer report numbers are: 3008114965-2023-00609. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by cerenovus, or its employees that the report constitutes an admission that the product, cerenovus, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Missing information from this report is identified as blank; this information was not provided in the reported event or available at the time of report submission. The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report. Additional information will be submitted within 30 days of receipt.

Event description:
The healthcare professional reported that during a vascular stent placement procedure in a patient who presented with intracranial stenosis, a 150cm x 5cm prowler select plus microcatheter (606s255x / 31032658) was placed in the target site and a 4mm x 16mm enterprise 2 vascular reconstruction device (vrd) (encr401612 / 7773929) was delivered into the microcatheter. The stent was impeded in the distal end of the microcatheter and could not pass through. The physician retracted the microcatheter and stent from the patient¿s anatomy and switched to new devices to complete the procedure. There was no report of any negative patient impact. The complaint included three (3) photos of the devices. The cerenovus sales representative provided additional information on 28-aug-2023. The information indicated that the targeted location was stenosis of the m1 segment of the middle cerebral artery (mca). Before the reported kinked / bent was observed on the microcatheter, a continuous flush had been maintained through it. When the stent was removed from the patient, it was still on the delivery wire. The delivery wire was not reshaped prior to use. The replacement stent was another 4mm x 16mm enterprise 2 vascular reconstruction device (encr401612) and the replacement microcatheter was another 150cm x 5cm prowler select plus (606s255x). The information confirmed there was no negative patient impact; the physician did not consider the 20-minute procedure delay to be clinically significant.